Event description:
It was reported that the surgeon was performing a c1/2 posterior cervical fusion using the synapse fusion system. While applying the synapse crimper for transverse connectors to the synapse transverse connector, the silver tips of the crimper broke off. All fragments were recovered and the crimping process was completed. The patient suffered no adverse effects. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. First and last name was corrected to (B)(6). The date of event was reported as (B)(6) 2011. Date of awareness if 7/27/2011.